Manufacturer narrative:
Updated fields: b4, d8, g3, g6, g7, h2, h5, h6, h10, h11. Corrected fields: d1, e1, g1, h4, h6 (medical device ¿ problem code). Additional email address: accountspayable@licommunityhospital.org.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10 & 4105/213): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse cleaned and reseated the color display to video cable, tested and observed no ¿artifact on power¿ up. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during power up test performed by the customer, the cs300 intra-aortic balloon pump (iabp) had white lines appear across the screen. There was no patient involvement, and no adverse event reported.